Manufacturer narrative:
The device analysis report is attached. This report is submitted on march 9, 2021.

Manufacturer narrative:
This report is submitted on december 7, 2020.

Event description:
Per the clinic, the initial implantation proved to be a problem where on intraoperative testing some of electrodes were open circuit. At activation the patient had no response to sound. The device was explanted on (B)(6) 2020. There are no plans to re-implant the patient with another device.